Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. There were no changes in parameters and log files were sent for review. The submitted log files showed that the system operated as intended staying above the low speed limit for the duration of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported issues. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the device. This document also lists thromboembolism as a potential late postimplant complication. Information regarding the recommended anticoagulation therapy and inr range is also provided in this IFU. Lastly, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: tavi was completed on (B)(6) 2019, and was unsuccessful as the valve migrated compressing the right coronary artery (rca) which resulted in severe right ventricle failure. The patient was placed on extracorporeal membrane oxygenation (ECMO). The patient returned to operating room on (B)(6) 2019 to have open surgery and tavi was removed. The patient native valve was oversewn. The patient required support for the right ventricle through centrimag, and had difficult post-op course. There is minimal aortic regurgitation at present. The patient is currently stable at home. The clinician has a plan to relist for cardiac transplant in january if pulmonary hypertension resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for severe aortic regurgitation being worked up for transcatheter aortic valve implantation (tavi) and healthcare providers noticed suspected thrombus on the outflow graft (ofg) on CT scan images. There was no change in parameters and the patient clinically looked okay. A second opinion on the CT scan images was requested. Log files were reviewed and there were no unusual events seen within the log files. The patient is symptomatic from aortic regurgitation. The plan was to do tavi the following week. At that time, there was no plan to exchange pump for suspected thrombus.